Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that catheter entrapment on guidewire occurred. The 100% stenosed target lesion was located in the mildly calcified and non-tortuous cephalic vein. The lesion was dilated two times with a kyousha nt guidewire and a 5.0mmx40mmx40cm (4f) sterling balloon catheter. However, when the balloon was removed to perform angiography, it got stuck in the guidewire. Both the balloon and the guidewire were removed together, and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that catheter entrapment on guidewire occurred. The 100% stenosed target lesion was located in mildly calcified and non-tortuous cephalic vein. The lesion was dilated two times with a kyousha nt guidewire and a 5.0mmx40mmx40cm (4f) sterling balloon catheter. However, when the balloon was removed to perform angiography, it got stuck in the guidewire. Both the balloon and the guidewire were removed together, and the procedure was completed with a different device. There were no patient complications nor injuries reported.